Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted/exchanged from the patient's right eye due to underpowered toric correction. It was noted that the correct iol was used based on veracity pre-op multi-variate formula analysis. This was replaced with a diu300 model iol same diopter power as the original iol. There was no vitrectomy and no delay in procedure reported. It is unknown if there was incision enlargement or sutures required. Patient outcome unknown. Explanted iol discarded. No other information was provided.